Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1901. Article citation: sacchi m, fea am, monsellato g, tagliabue e, villani e, ranno s, nucci p. Safety and efficacy of ab interno xen 45 gel stent in patients with glaucoma and high myopia. J clin med. 2023 mar 24;12(7):2477. Doi: 10.3390/jcm12072477. Pmid: 37048569; pmcid: pmc10095138. Further information regarding event, product, or patient details has been requested. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
The article: "safety and efficacy of ab interno xen 45 gel stent in patients with glaucoma and high myopia." J clin med. 2023 mar 24;12(7):2477. Reported the following events: 2 patients were lost to follow up, 1 patient due to diagnosis of uveitic glaucoma; 2 eyes experienced hypotony; 1 eye experienced choroidal detachment; 1 eye experienced hyphema; 2 eyes required bleb needling; 1 eye required a surgical bleb revision; at final follow up, 2 patients were on medication, prostaglandin analogue and fixed combination of timolol and dorzolamide, respectively.